Event description:
A small crack was found on the lens optic by the trailing haptic, after the lens was inserted in the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00285 for the intraocular lens used with this delivery device.